Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Although timeouts occurred in the download data, the device was deactivated by the customer and the timeouts did not affect the delivery of the insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad. Although no issues were noted, it could not be conclusively determined from the returned adhesive pad whether it failed to adhere while the device was worn.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.  Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide:  model: ust400,  17845-5a-aw rev b 09/17.  Checking your blood glucose:  chapter 4 / page 36;  warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
T was reported the patients blood glucose level rose to 405 mg/dl while wearing the pod between 4 and 24 hours. The patient reports when performing a bolus the pod was leaking. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment the patient reports she bolused with the pod. The patient's blood glucose and insulin history are as follows: time: 10:41 am, bg(mg/dl): 255, bolus(u): 6.85; 8:40 pm, 323, 13.05; 10:40 pm, 405, 4.